Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
A consumer reported via the manufacturer¿s representative (rep) stimulation wasn¿t working. There were no falls associated with this event. On (B)(6) 2017 the consumer met with the rep. Where recharging frequencies were checked which were all normal so stimulation was turned up to 9.8 volts on the consumer¿s current program, but they didn¿t feel anything. Following this an impedance check was performed which showed electrodes 2, 4, 5, 6, 9, and 12 had high impedances while the other leads electrodes were providing stimulation. As a result the rep. Programmed around those electrodes which gave the consumer good coverage resolving the issue.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the two broken leads were explanted and replaced. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the electrical leads (serial numbers (B)(4) and (B)(4)) found that the lead conductor body was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative. It was reported that the patient's two leads were broken. It was reported that the patient increased their stimulation on (B)(6) 2017 and wasn't feeling anything. It was noted that the patient hadn't had any falls. An impedance test was performed using all four intensities and all electrodes had impedances that were out of range (over 10000 ohms). It was reported that the patient was going to get an x-ray and the patient was going to speak to their physician about a lead revision. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer's representative. It was reported that they talked about lead replacement with the patient in the new year. No further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.